Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3986a70, lot# n339875n01. Implanted: (B)(6) 2014, product type: lead. Product ID: 3986a70, lot# n375608, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the therapy was turning on and off by itself. After a mammogram approximately a month prior to report, the patient started feeling strong stimulation when they turn or bend their head, but then it feels like stimulation was gone. This occurs while the stimulation was turned off. The patient was charging and it was confirmed that the therapy was off. When the patient turns the stimulation back on, they can feel the stimulation sensation and is the same area as it was in the past. It was reported that the implantable neurostimulator recharger (insr) was charging the first quartile and it was speculated that the implantable neurostimulator (ins) battery was depleted. Relevant medical history includes headache and spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.